Event description:
It was reported that the device was used during a heart bypass with endoscopic vein harvesting. It was reported by the rep that the surgeon who harvested the vein stated that he squeezed the handle and there was no action (no clip deployed). The al236 clip applier came from a ftv09 kit, lot #l01v86. There was no consequence to the patient.